Event description:
Foley placed to drain as designed. Staff noted lack of urine flow with the bladder becoming full. The balloon which holds the foley in place would not deflate. Resident instilled mineral oil into the foley and foley removed.